Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident, it was determined that half issue in pick and delivery report. A technical support specialist dialed into the server and ran the pick and delivery report. It appeared to be working fine on their end, and no issue was found. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, medication was not including routine pick and delivery report. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, medication was not including routine pick and delivery report. The customer reported that the malfunction resulted delay in dispensing of the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.